Event description:
It was reported that 2.4/2.7 2c vdr plate 6h hd/3h/rt/std/55 and unk - screws: trauma were involved in an intraoperative event. During the procedure, the distal row of locking screws was placed using a guide block, but the most ulnar screw was positioned out the side. After attempting to use the variable angle feature and redrilling with the variable angle drill sleeve, the screw did not lock. Multiple attempts with fresh screws and different drilling techniques failed to achieve locking, resulting in the hole being left empty and a screw placed in a more proximal location. The last attempt involved forcefully pushing the screw in, but locking was not achieved. The event caused a 30-minute surgical delay. There were no reported patient consequences or impact, and no additional medical intervention was documented.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.